Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. As the reported clip caught in chordae was related to procedural conditions, the reported event could not be replicated in the testing environment. During device analysis, the actuator knob was observed to be detached in the packaging tray; analysis of the actuator knob and the release crimper identified the presence of loctite. Additional information received confirmed that the actuator knob cap was attached to the device prior to shipment. Therefore the actuator knob cap detachment was independent from the reported event, and it is likely that the detachment of the actuator knob was a result of post-procedural shipment. Cracks were observed on the delivery catheter (dc) handle window during returned device analysis; as no issues were reported during the procedure it is likely that the cracks are independent from the reported event and are a result of post-procedural handling. Potential causes for the clip becoming caught on the chordae are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history records confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents associated with the reported lot for the reported clip caught in chordae. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. Based on the information reviewed, the reported clip becoming caught in the chordae appears to be related to procedural conditions and not a product quality deficiency. There does not appear to be any evidence of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Mitraclip system: lift, support plate, stabilizer,steerable guide catheter, mitraclip (x1). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip (10275205/(B)(4)) became caught in the chordae and could not be removed. The clip was implanted on the leaflets while remaining in chordae. Although there was no adverse patient effect reported, if this were to recur, there is potential of injury. It was reported that a mitraclip procedure was performed in (B)(6) 2012. One clip was implanted reducing the degenerative mitral regurgitation (mr) grade to 2+. On (B)(6) 2014, a transesophageal echocardiogram showed a progression of the mitral valve degeneration with a new flail and a prolapse of the a2 segment with severe mr. The implanted clip was found to be securely attached to both leaflets. In the opinion of the physician, the worsened mr was caused by the progression of disease and was not related to the implanted clip. A second mitraclip procedure was performed on (B)(6) 2014. Although there was no device issue, when the first clip (cds-10275205/(B)(4)) was attempted to be placed in a more lateral position, it became entangled in the chordae in the centro-lateral mitral valve. Troubleshooting maneuvers were unsuccessfully performed and the clip could not be released from the chordae. However, the clip was able to grasp the leaflets while entangled in the chords. There was no effect on the mr grade. A second clip was able to grasp the flail and prolapse and was implanted reducing the mr grade to 1+. Post procedure, the patient was clinically stable. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received confirmed that the clip was implanted on both leaflets. The device analysis found that the actuator knob was detached. It was confirmed that the actuator knob remained attached to the device during the procedure and when it was packaged for return to abbott vascular. No additional information was provided.